Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient lost therapy due to not charging the ipg. As a result, patient underwent surgical intervention on (B)(6) 2019 to explant and replace the ipg. Effective therapy was restored postoperatively.